Event description:
Customer reports, they placed a feeding tube via the mouth on 05/30/1998. The nurse then spent 24 hours coaxing it into the duodenum. However, when they tried to feed through the tube, it was unusable because it had collapsed/kinked in four places in the upper half. No patient injury is reported.